Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
An implant removal surgery is performed on (B)(6) 2022, because after multiple appointments where the crown of the implant was loosened, it is perceived that the head of the implant is broken into many pieces. During surgery the removal tool breaks inside the implant. Simultaneous placement of another implant is not possible since the location after removing the implant does not allow it. There remains a very wide implant bed at tooth site 36. Patient has been rescheduled for the month of (B)(6)- (B)(6) 2022 for the placement of the new implant.